Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a secondary set, secure lock, with IV set hanger that the black specks on drip chamber noted while product was in its packaging. There were no patient involvement and no patient harm.